Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number: 398.95. Lot number: t129899. Manufacturing site: tuttlingen. Release to warehouse date: june 21, 2016. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Visual inspection: the termite forceps 90mm (p/n: 398.95, lot #: t129899) was returned and received at us customer quality (cq). Upon visual inspection, the secure laser etch was broke due to which the pivoting screw was disassembled. The broken components were not returned. No other issues were identified. Device failure/defect identified? Yes. Dimensional inspection: complaint relevant dimensional inspection cannot be performed due to the post manufacturing damage / device geometry. Document/specification review: the following documents were reviewed: termite forceps, length 90mm: current and manufactured revisions. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion the complaint condition was confirmed for the returned devices. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j sales representative. The subject device is received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the forceps was broke. No patient consequences. This report is for one (1) termite forceps 90mm. This is report 1 of 1 for complaint (B)(4).